Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a ureteroscopy procedure the tether of the ureteral stent was flimsy and broke off during the procedure. The procedure was completed with the complaint device. There were no adverse effects reported due to the event and no report of an additional procedure.